Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that, during a catheter replacement, the catheter was placed in a ¿nerve root¿. The patient had additional pain following this and the hcp did an MRI and found that the catheter was in a ¿nerve root¿. The reporter asked what about the effects of the catheter being in the nerve root and about the long-term effects of the catheter being in the spinal cord. On the date of this report, the patient emailed her hcp regarding the current issue. Please see manufacturer report # 3004209178-2013-03050 for information regarding the catheter replacement.